Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that on (B)(6) 2017, the patient could not feel stimulation, and requested help with their programmer. With assistance the patient was able to sync with their ins. The programmer showed that the ins was on, they were able to change programs, and the adaptivestim (as) was enabled. The programmer showed the as was displaying the correct position and amplitude of program a (lying 1 at 4.00 volts) but the patient could not feel stimulation. With assistance the patient increased stimulation to 5.10 volts and they confirmed they could then feel the stimulation comfortably. No further complications were reported or anticipated.